Event description:
A bioknotless anchor was inserted. When the dr. Went to unscrew and remove the inserter it was discovered that the tip had broken off and was still located within the anchor body. The tip was left in the anchor and an x-ray was used to verify placement. The surgeon did not feel the procedure outcome would be affected. There were no adverse affects to the patient.